Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a missing end cap sticker and a broken belt clip slot.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error when attempting to bolus. Customer stated that when he tried to prime the insulin was squirting out of the pump. Customer attempted to reset the insulin pump by taking the battery out. It was noted that the customer had an error alarm. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.